Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the reported information in this complaint file states the appearence of a type iii endoleak. As per imaging review, an endoleak during the arterial phase is confirmed . It is most consistent with a type ill endoleak; however, since only two images from CT were provided, a type ii endoleak cannot be excluded. Implantation of a proximal component as a distal component rather than using a distal component put the first proximal component at risk of barb perforation by the second. The endoleak appeared as a type ill endoleak and was located exactly where a leak from a barb perforation would be expected. Disseminated intravascular coagulation (dic) is a reported but rare complication of endoleaks. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: in 2014: being diagnosed as left common iliac artery aneurysm. Gore's excluder iliac extender was placed in the external iliac artery, and the left internal artery was coil embolized at the different hospital. On (B)(6) 2015: underwent aneurysm of the descending aorta (ulp) repair. Two zteg-2p-42-216-pf were placed at the different hospital. In (B)(6) 2016: subcutaneous bleeding occurred and she was diagnosed as thrombocytopenic purpura by hematologist-oncologist in the current hospital. The doctor administrated fresh frozen plasma and fibrinogen preparation to the patient. The patient started taking 10mg of prednisolone. Also in (B)(6) 2016: 3-5mm growth of aneurysm of the descending aorta and type iii endoleak was found by cta. No subcutaneous bleeding. Platelet level was 55000-68000/mm3. Fibrinogen level was 77-105mg/dl. Greatest dimension of aneurysm of the descending aorta was 64mm. Type iii endoleak. The doctor determined that the growth of aneurysm was due to type iii endoleak and diagnosed the patient as disseminated intravascular clotting. On (B)(6) 2017, two gore's c-tag were placed to treat type iii endoleak. Patient outcome: the patient discharged from the hospital 8 days after the procedure.